Event description:
Consumer complaint of about high blood results. Customer normal results are 80-100 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (165) and the lowest normal result (90) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with defect found. The investigation revealed the root cause was due to user mechanical stress.

Event description:
Consumer complaint of about high blood results. Customer normal results are 80-100 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (165) and the lowest normal result (90) is located in zone b/c. No adverse event reported.